Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) who encountered the issue replaced the pneumatic module assembly. The stm additionally replaced the critical alarm battery 9v due to age. The stm completed the pm and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that a cardiosave intra-aortic balloon pump (iabp) failed all manifolds test. There was no patient involvement, thus no adverse event was reported.